Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt had her leads explanted due to the need for an unrelated medical procedure. The leads will soon be implanted again. Add'l info has been requested and if rec'd, a follow up report will be sent.